Event description:
It was reported that the device is stuck on vessels. The device was being fired and then stopped. They report the battery is fully in. They were instructed to use the knife reverse switch with no results. The fellow states he has already attempted the manual override. It will not go forward or reverse. The lever goes freely up and down. So instructions to use bailout and keep moving lever until it won't move read. Per customer, the device was on the artery. They secured the vessel in order to remove the device. Csa on line with dissected around vessel, and then was told no further assistance needed.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Additional information requested and received: what device was used? Powered echelon 60. What procedure? Low anterior resection. Did the jaws of the device eventually open? The bailout eventually opened the jaws. I think during the being we were not forceful enough. The jaws did eventually open. What artery was the device locked on? Ima. How much blood was loss? No significant amount, the patient did not require a blood transfusion. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. Did the device fully complete the firing sequence? No, it fired approximately a quarter of the way and stopped. What color cartridge was being used? White. If buttressing material was utilized, which product was used? No. Was the instrument fired across or near an existing staple line or clip? No. If any unexpected noises were heard, when were they heard? No unexpected noise was heard. Who fired the device (dr. (B)(6) - fellow or dr. (B)(6))? Dr. (B)(6). The case was completed using a second device with no patient consequences. The patient is a female and has been discharged home. Is there any other additional information you would like to share about this device or procedure? I cannot confirm, but one possibility is that a shorter load was loaded into the device. Per the sales representative: the powered echelon 60 was loaded with a 45 cartridge. The sales rep. Did not have the device in his possession. The device has been discarded.